Event description:
On 3-17-2008, a customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarms that appeared on the home choice (hc) display during dwell 3 of 5. It was also reported that a supply bag fell. A 2240 alarm is an air line alarm. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the home choice is discontinuing the present therapy. No pt injury or medical intervention was indicated at the time of the initial report. In 2008, in a follow up of a system error 2240 alarm, it was reported that the home pt had peritonitis. The home pt's nurse stated that the home pt had some cloudy effluent, nausea and vomiting. The culture that was done the previous month, did not grow anything to confirm what type of peritonitis the home pt had. The home pt was given 2 grams vancomycin and 1 grams fortaz on the same day and then another of the same dosage, one week later at home during dialysis. The home pt has recovered and is doing fine.

Manufacturer narrative:
The sample was discarded.